Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. Customer's blood glucose was 800 mg/dl at the time of admission. Customer experienced symptoms related to their high blood glucose such as nausea, diarrhea and high readings. The customer was not wearing the insulin pump for less than 48 hours at the time of hospitalization. Customer was treated with insulin drip via intravenous. Troubleshooting was not performed. Customer had another hospitalization on (B)(6) 2018 due to high blood glucose. The insulin pump was not replaced or returned for analysis.